Event description:
Assistant stated that during upper lid blepharoplasty procedures the doctor found that the sutures were not dissolving as they normally would. This lead to one patient having a wound that ended up opening and three other patients bumps. The doctor has used these type before with no issues. The technique used or a photo was not able to be provided. This happened within the last 2-3 weeks and it happened with patients in their middle 50''s early 60''s. The doctor had seen two patients yesterday and they were doing fine.

Manufacturer narrative:
A review of the device history records for the reported lot and raw material components identified no quality issues during the incoming, manufacturing, in-process or final inspection processes. Sterile samples were returned for review/testing. No defects or abnormalities were observed on the packages or the devices. All devices met the current specification including the usp tensile requirements for 6-0 plain gut material. Plain gut suture is naturally absorbable surgical gut suture. Gut absorbs by simple enzymatic mechanism and absorption is not as predictable as in synthetic sutures. Plain catgut tend to absorb faster in infected tissues. The initial tensile strength is lost within 7 to 10 days and is absorbed completely in approximately 60 to 70 days. The precautions section of the IFU for this material states, ¿infections, erythema, foreign body reactions, transient inflammatory reactions and in rare instances wound dehiscence are typical or foreseeable risks associated with any suture and hence are also potential complications associated with gut suture¿. The adverse reactions section of the IFU states, ¿adverse effects associated with the use of this device may include wound dehiscence; variable rates of absorption over time (depending on the type of suture used, the presence of infection and tissue site); failure to provide adequate wound support in closure of sites where expansion, stretching or distention occur, etc..failure to provide adequate wound support in elderly, malnourished or debilitated patients or in patients suffering from conditions which may delay wound healing, allergic response in patients with known sensitivities to collagen or chromium which may result in an immunological reaction resulting in inflammation, tissue granulation or fibrosis, wound suppuration and bleeding as well as sinus formation, infection, moderate tissue inflammatory response characteristic of foreign body response and local irritation of the wound site¿. Without receiving photos of the reactions/bumps and/or the dehisced incision, or receiving details regarding the surgery dates, the number of days the suture remained within the patient and when the reactions/dehiscence occurred, placement of the suture within the tissue, or the surgeon¿s technique, a definitive root cause cannot be confirmed at this time.